Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to hold charge) was confirmed. Upon evaluation, the nickel busbar tabs at the p1, p2, p3, and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient was experiencing battery faults.